Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a port-o-cath placement procedure, the micropuncture transitionless access set "broke" during cannulation through the skin. The complaint device was removed and another cannulation was performed. No adverse effects were reported. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that the inner dilator was bent approximately 50 degrees. The bend began approximately 2.5 cm from the proximal hub. The outer sheath was separated at a distance of 1.8 cm from the proximal hub, with stretching noted at the point of separation. The separated segment was measured to be 8.3 cm in length. Accordion-like damage was observed at the distal tip of the device. There were also surface marks on the shaft of the outer sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.